Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left side pain') and device breakage ('fragments') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to gold"), tooth loss ("yes complete upper denture now"), blister ("blister type sores on my scalp"), uterine enlargement ("it was enlarged") and amenorrhoea ("no more periods"). The patient was treated with surgery (hystrectomy). Essure was removed. At the time of the report, the pelvic pain, device breakage, allergy to metals, tooth loss, blister and uterine enlargement outcome was unknown and the amenorrhoea had not resolved. The reporter considered allergy to metals, amenorrhoea, blister, device breakage, pelvic pain, tooth loss and uterine enlargement to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left side pain') and device breakage ('fragments') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), allergy to metals ("allergic to gold"), tooth loss ("yes complete upper denture now"), blister ("blister type sores on my scalp"), uterine enlargement ("it was enlarged") and amenorrhoea ("no more periods"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, device breakage, allergy to metals, tooth loss, blister and uterine enlargement outcome was unknown and the amenorrhoea had not resolved. The reporter considered allergy to metals, amenorrhoea, blister, device breakage, pelvic pain, tooth loss and uterine enlargement to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(4) 2020: social media received: new events device breakage, uterus enlarged and no period were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left side pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to gold"), tooth loss ("yes complete upper denture now") and blister ("blister type sores on my scalp"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, allergy to metals, tooth loss and blister outcome was unknown. The reporter considered allergy to metals, blister, pelvic pain and tooth loss to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: reporter, new event "blister type sores on my scalp" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left side pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to gold") and tooth loss ("yes complete upper denture now"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, allergy to metals and tooth loss outcome was unknown. The reporter considered allergy to metals, pelvic pain and tooth loss to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: case become incident, essure device removed, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.